Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and that the patient recently had an MRI (magnetic resonance imaging). It was reported that the hcp interrogated the pump on (B)(6) 2017 and noticed a motor stall occurred. The logs were read and the motor stall recovery had occurred but it had not been less than two hours since the patient exited the MRI field. It was detailed that the pump logs were checked and the motor stall occurred on (B)(6) 2017, tube set (B)(6) 2017 and a motor stall recover on (B)(6) 2017. It was stated that the recovery log occurred when the pump was interrogated on (B)(6) 2017. The patient had an MRI on (B)(6) 2017 and a post-MRI interrogation was not done. It was stated that there were no therapy issues and that the pump was not alarming. Telemetry state condition was reviewed. No symptoms or complications were reported or anticipated.